Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender of the patients represented in the article is male. Of note, multiple patients/manufacturers/methods were noted in the article; however, a one to one correlation could not be made with unique manufacturer/product lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: renal function and risk of stroke and bleeding in patients undergoing catheter ablation for atrial fibrillation: comparison between uninterrupted direct oral anticoagulants and warfarin administration. Heart rhythm. 2018; 15(3):348-354. 10.1016/j.hrthm.2017.10.033. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications while using a cryoballoon ablation catheter system: there were patients who experienced thromboembolic and/or bleeding events/issues. There was no indication of direct treatment/resolution of said events/issues. According to the article, "the present study aimed to evaluate the safety and efficacy of periprocedural uninterrupted direct oral anticoagulant (doac) use compared with those of uninterrupted warfarin use in patients undergoing catheter ablation for af stratified by various renal function groups." Of note, multiple patients/manufacturers/methods were noted in the article; however, a one to one correlation could not be made with unique manufacturer/product lot numbers. The status/location of the ablation catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.